Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer's position sensor was not registering the opened/closed positions correctly.the field service engineer replaced the position sensor to resolve.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed repeatedly causing delay in accessing medications during procedures. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-oct-2021 to 04- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer found the drawer not registering open/closed, replaced the closed sensor and verified the drawer¿s status. After replacing the position sensor and adjusting the position strip, the drawer readings were correct. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer failed repeatedly causing delay in accessing medications during procedures. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.